Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had not been feeling well the last couple of weeks. The patient reported feeling lightheaded and dizzy and that they had passed out a couple of times. The patient was advised to follow-up with their physician. The system remains in service. No additional adverse patient effects were reported.